Event description:
It was reported that oversensing and pacing inhibition were noted on this right ventricular (rv) lead. Atrial activity was sensed on the ventricle channel. An x-ray was performed, and the rv lead was noted to be close to the atrium. Technical services (ts) provided troubleshooting recommendations. This lead remains in-service. No adverse patient effects were reported. Additional information was received. Troubleshooting and reprogramming was performed. The cause of the oversensing was deemed to be due to the proximity of the rv lead to the atrium. This crt-d and lead remain in-service. No adverse patient effects were reported.